Event description:
A red alert was detected on (B)(6) 2012 for this rv lead for high shock impedance. Technical services received a call on 6/6/12. Caller reported checked this patient at his home under direction of dr. (B)(6). At the end of (B)(6) or early (B)(6) this year shock impedance went to > 125 ohms. Programmed rv coil to can as lead is single coil. Daily measurements for shock impedance were stable around 60 ohms and then abrupt jump to >125 at end of (B)(6) or early (B)(6). Pace impedance was good and stable and no adverse patient effects. Caller not sure what is going to happen but the nurse will call the wife of patient to determine what to do. Patient is bed ridden or in a wheel chair and no easy way to get the patient to the clinic as patient is upstairs with no lift in the house and patient is very sick but they have not decided to go dnr at this point. Caller will call back if he gets any more information. Rv lead was implanted on (B)(6) 2009. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)